Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400's) with a trace of ketones and the cause was not known. The customer delivered a correction bolus via the pump to address the bg level. As the high bg occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.